Event description:
It was reported that the patient received several shocks due to noise on the right ventricular (rv) lead. It was noted there was elevated sensing integrity counter (sic), increasing and high impedance on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.